Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a probe broke during surgery. Additional information has been requested but has not been provided.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the returned probe was evaluated. A visual and mechanical inspection confirmed that the tip is fractured as reported. The cause of this fracture can likely be attributed to an off-axis applied force once the device was partially inserted. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a probe broke off within surgery. The tip was successfully recovered and an alternative probe was used to complete the procedure without reported patient impacts.